Event description:
Cervical foley placed with 30cc saline (for labor induction and cervical ripening). Approximately, two hours later the patient and nurse heard a pop and foley removed. Foley examined (broken), and a piece appears to be missing. Unable to palpate or remove missing piece of foley on exam.explained to patient (with interpreter) that foley broke, and piece missing. Expect that missing piece already fell out or will fall out with further cervical dilation; will closely monitor.